Event description:
Patient reported to have undergone left knee revision arthroplasty in 2007 due to history of infection. Subsequently, the patient reported to have experienced pinching, slipping and swelling of the knee and that a revision procedure was performed in 2011 as a result. Review of invoice history confirmed the first revision procedure took place on (B)(6) 2007 and the most recent revision procedure occurred on (B)(6) 2011. The femoral bushing, tibial bushing, lock pin, tibial bearing, reinforcement yoke and axle were removed and replaced during the most recent revision procedure. No further information has been provided to date.

Manufacturer narrative:
Root cause of the fracture of the tibial bearing or cracking of the tibial bushing could not be determined. This follow-up report is number 2 of 6 mdrs filed for the same event (reference 1825034-2012-00384-1 / 00389-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 2 of 6 mdrs filed for the same event (reference 1825034-2012-00384 / 00389).